Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the knife bar started bending out during the attempt to fire. They opened another black reload and manual handle and fired on the inside of the staple line and removed the entire staple line from the first handle. He finished the case without incident with the second handle. Reinforcement was used on the first handle. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.